Manufacturer narrative:
(B)(4).

Event description:
It was reported "was running on a patient that was being transported and the balloon pump shut off". Additional information states that another pump was used to continue therapy. The patient's current status is unknown.

Manufacturer narrative:
Qn#(B)(4). Returned for investigation were ac3 a cpm board with 3.11.00 firmware, an ac3 display head asassembly and dvi cables (internal dvi, uim to dvi and dvi adapter). The samples were returned in cardboard shipping boxes, the cpm board was in an esd bag. Visual inspection of the returned samples was performed; no abnormalities were noted. Review of the alarm log files was performed. The alarm log files show alarms from the event date and that the pump was running on battery power. Other alarms triggered during the day of the event included ECG fault alarms, high pressure alarms, purge failure alarm, pump off longer than 3 min alarm, and ap signal alarms. The log files were reviewed. On the day of the reported complaint the system logged alarms related to system running on battery power, pump off/on, ECG faults, signal faults, keyboard faults, and purge failure. The returned cpm board, dvi cables and display were installed into a known good ac3. The pump powered up successfully. The static ram and all voltages were within specification. Multiple class 1 alarms were purposely generated, and piezo alarm (high pitch audible tone) was triggered each time. Bpw, ECG, and ap waveforms were monitored while pumping for over 1 hour and no alarms or errors occurred. The system had a normal response to the hard keys. Each hard key was pressed multiple times (wait for more than 30 seconds on each press); and the pump properly issued a system error 7 alarm. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon pump shut off" was confirmed by the field service agent; however, the returned cpm board, dvi cables/adaptor and display head passed functional testing during the complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "was running on a patient that was being transported and the balloon pump shut off". Additional information states that another pump was used to continue therapy. The patient's current status is unknown.